Event description:
It was reported that a (B)(4) transmission revealed noise in the ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.